Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultra meter displayed an error 2 message. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and she made no changes to her usual diabetes management routine in response to the alleged issue. It is unknown if the patient developed any symptoms, however she detailed that on the afternoon of (B)(6) 2015, she visited a doctor¿s office where she had her blood glucose tested, which she said indicated her glucose level was ¿high¿ and that she was treated by a healthcare professional (hcp) with insulin. During troubleshooting the cca noted that patient had followed the correct testing process, with the correct test strips and there was no apparent misuse of the meter. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received hcp treatment for a hyperglycemic event after the meter issue occurred.